Event description:
A nurse reported that a system message was displayed during surgery. They exchanged the cassette and completed the surgery. There was no harm to the pt.

Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).